Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient had elevated blood glucose (bg) and was hospitalized associated with an inaccurate delivery issue. No further information was provided and the reporter refused troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with an unspecified delivery issue.